Event description:
It was reported that the image size on the left monitor of the sys 7700 would change size once the system was warmed up. This could cause misinterpretation of the image. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the left monitor was defective and was replaced. Contrast and brightness of the replacement monitor was adjusted. It was also determined that the footswitch connector was loose. The connector was repaired. The system was tested and found to be working as intended and placed back into service.